Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13 may 2026, a 31mm epic plus mitral valve was chosen for a procedure. The leaflet function was tested using a tester. After implantation, it was noted that the leaflet was not opening properly. Then the valve was explanted and a new 31mm non-abbott valve was implanted while patient on bypass. There was no delay in the procedure. The patient was reported discharged.